Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. O previous repairs were noted within the last 12 months. The review of the event history log (ehl) could not confirm the reported problem. The reported issue could not be able to be duplicated as the device could distribute the dose normally. The cause of the reported issue was unable to be determined or verified through evidence and test methods available. As a result, preventative maintenance was performed.

Event description:
It was reported that the device exhibited a dose error. There was unknown patient involvement.